Event description:
It was reported that during implant the lead tested normal with the system analyzer, however when the lead was connected to the new device, high out of range pacing lead impedance was observed. The lead was removed and reconnected and the increased impedance and increased threshold were noted. The device was not implanted and replaced. Patient condition was good.

Manufacturer narrative:
The reported field event of high out of range lead impedance and increased capture threshold was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment, and no anomalies were found. The cause of the reported high out of range lead impedance and increased threshold could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.